Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen 2000 mcg for a total dose of 602.09059 mcg/day via an implantable pump. It was reported on (B)(6) 2020, during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 6.9ml and the actual reservoir volume (arv) was 12 ml. There was no associated signs or symptoms. No further diagnostics or interventions were performed/no action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.